Manufacturer narrative:
The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of the two devices used during the same procedure. Refer to manufacturer report# 3005099803-2018-00869 for the first spyscope digital access and delivery catheter and 3005099803-2018-00735 for the second spyscope digital access and delivery catheter. It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with cholangioscopy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, it was noticed that the working channel sleeve of the spyscope ds protruded. A second spyscope ds was used and the working channel sleeve protruded. The physician noticed that the working channel sleeve protrusion scraped the wall of the bile duct; however, no treatment was required. Reportedly, no part of the device detached and there were no reported issues with the accessory device. The procedure was completed with a third spyscope digital access and delivery catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.